Event description:
In 8/2003, the pt reportedly experienced sound quality difference along with an uncomfortable sensation. The pt was seen by a co rep. Programming adjustments were made. The pt continued to be monitored by the center. In 1/2004, the pt reportedly experienced pain and heat sensation around the implant area and occasional dizziness. The pt reportedly also experienced pain when the device was not in use. The pt was seen by a co rep. Testing performed confirmed the device was functioning. A week later, the center recommended explantation of the device. The pt's cii device was explanted. The pt was reimplanted with another advanced bionic cochlear implant.